Manufacturer narrative:
D4: batch/lot updated from 0024236532 to 24502626. D4: expiration date updated: from 08/07/2022 to 09/26/2022. Device evaluated by MFR.: returned device consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. Analysis of the tip, balloon, markerband, inner/outer shaft, hypotube and hub included microscopic and visual inspection. Inspection revealed a fracture in the hypotube located 52.7cm from the tip of the device, and numerous kinks in the hypotube. The fracture faces of the separation were ovalized, suggesting the area was kinked prior to becoming separated. Inspection of the device found no other damage or defects. The reported fracture was confirmed.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 2.75mm x 12mm target lesion was located in the left anterior descending artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 2.75mm x 12mm target lesion was located in the left anterior descending artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.